Event description:
It was reported that during an open gastric tube formation, the electrode was detached off and fell into the patient, in about 8 hours. The fallen piece was retrieved with a tweezers since the procedure was open. No pieces were left inside the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured and partially detached from the instrument. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. The electrode was present and attached to the active rod. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.